Event description:
It was reported that the user disconnected from the ilet pump for a shower, fell asleep without reconnecting, and later experienced fluctuating glucose levels; after reconnecting, glucose was indicated to be about 220 mg/dl, then declined to 52-53 mg/dl, was overtreated with oral glucose and sugary beverages, rebounded to the 150¿220 mg/dl range, and then trended down again. The event involved user technique issues, including pausing insulin manually during lows and reactive carbohydrate intake, with no specific device component implicated. Symptoms included hypoglycemia, hyperglycemia, and dizziness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to disconnecting from ilet for a prolonged period of time and overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. This report is being submitted for not reconnecting to the ilet. A separate report has been submitted under report number 3019004087-2026-41727 for overtreating hypoglycemia.